Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 651 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The high pressure test passed. The cannula of the infusion set was bent when it was removed from the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.